Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and encountered no errors on usm 4. However, error 319 pointed towards the axes controller on usm 4 and error 23007 along with 22028 pointing towards usm 3. The fse replaced the universal surgical manipulator (usm) 3, usm 4 and touch screen display. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 319 occurred after the system was powered on. Site elected to disable universal surgical manipulator (usm) 4 to continue with the procedure. Tse advised site to try to power cycle the system if possible. After that, tse reviewed the logs and found error 319 indicating usm 4 issue and error 75 indicating surgeon side console (ssc) touchpad issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 and usm 4, along with patient side cart psc touchpad for failure analysis investigation. The units were analyzed and the following was obtained: universal surgical manipulator (usm) 3: in remote fe, the 319 error was found indicating fault on the acs pca, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where intermittent 319 error were triggered indicating fault on the insertion, replicating the reported event. The usm was then installed onto a pftp where it passed. Once testing was completed, the acs pca was aba tested and was verified to be the source of the fault. Universal surgical manipulator (usm) 4: in remote fe, the 23007 error was found indicating fault on the yaw searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would related to the reported event. The usm was installed onto a golden system where it passed. The usm was then installed onto a pftp where sine cycle was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight was aba tested and was verified to be the source of the fault. Psc touchpad: the psc touchpad was returned for failure analysis and the reported error 319 was not replicated. When reviewing on remote fe and artemis, there was error code 319 onsite which means: a node configured to be present did not respond during system starting up p1 = node ID of node not responding. Upon visual inspection no issues were found that would be related to the reported event. Testing: the touchpad was installed on the pca test system. The unit was programed and powered on showing no errors. Ran 10x power cycles with 30-minute idle time no errors. Tested all the touch functions with clean images and no distortions. The probable root cause of usm #3 failure is attributed to electrical sensor errors from the yaw searchlight sensor located within the usm. The probable root cause of usm #4 failure is attributed to a transient communication failure involving the acs board located in the usm. Furthermore, the probable root cause for touchpad issues could not be determined; based on the system logs, the touchpad controller firmware or internal circuitry experienced a transient or permanent fault but the source of the fault could not be identified by failure analysis. These issues can be resolved by replacing the affected usms and the touchpad, respectively.

Event description:
Refer to h11 for follow-up information.